Event description:
New information received noted that both the right atrial and right ventricular leads were explanted and replaced due to noise electrograms. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces: connector portion measured 6.5cm while distal portion measured/stretched 55.6cm. The reported event of noise was confirmed. Visual inspection of the lead found an external insulation abrasion at 5.7cm to 5.9cm from the connector pin breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event. All other damage noted on the lead is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Tendril st related manufacturer reference number: 2017865-2019-18584. It was reported that the patient presented in clinic for follow-up. Upon interrogation it was noted that the right ventricular and right atrial lead exhibited noise; noise was not reproducible. The patient will continue to be monitored. The patient was in stable condition.